Manufacturer narrative:
Main investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, an analysis of the log file provided by the account confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021 09:27:26 through (B)(6) 2021 09:51:37. Elevated power events of were captured on (B)(6) 2021. Power reached as high as 12 watts and estimated flow reached as high as 12 lpm. Prior to and after the elevated flow and power events, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). Lastly, this document states that moderate to severe aortic insufficiency must be corrected at the time of device implant. The heartmate ii lvas IFU, rev. C provides an explanation of each of the pump parameters (including pump power and flow) in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 also addresses pi events as well as potential causes. Section 5, ¿surgical procedures¿ states that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 17feb2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device had flows and powers ranging between 6 and 12. The patient denied having dark urine. Their last lactate dehydrogenase level was 247 on (B)(6) 2020. The site was concerned that there may be pump thrombosis, but this was not confirmed. The log file captured periods of intermittent above baseline powers throughout the log in the 8-9w range and at times in the log the powers were greater than 10w. The technical services representative recommended increased monitoring of the patient for the pump power and pulsatility index (pi). The pump power showed a slight increase over the course of the log file, and pi was fairly stable. An echocardiogram was completed and did not confirm thrombosis. There was no further action planned for the incident.